Event description:
It was reported by service report that the bed is difficult to move. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged and delaminating casters.